Event description:
In 2005, the complaint has reported that a pt underwent a procedure to remove a ureteral stent. The stretch vl ureter stent was indwelling for less that 5 months. The stent is reported to have disintegrated during the removal process. A laser was used to remove some of the encrusted stone surrounding the stent. Each attempt to remove the stent with the grasper resulted in the further breakage of the device. Another stent was placed as the ureter was damaged during the final attempt to remove the encrusted stent. The surgeon has stated that the event is not related to faulty product. The pt tolerated the procedure well and is noted to be in good condition. There is no further information available at this time regarding this event.